Event description:
It was reported that pump experienced malfunction alarm and displayed malfunction code 12, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer initially could not reset pump because charging cable was unavailable, then later called back and was guided by technical support through pump reset, after which issue was resolved and case was closed.